Manufacturer narrative:
"There were multiple"possible" lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9178438, medical device expiration date: 2022-06-30, device manufacture date: 2019-06-27, medical device lot #: 9116853, medical device expiration date: 2022-03-31, device manufacture date: 2019-04-26, medical device lot #: 9109619, medical device expiration date: 2022-03-31, device manufacture date: 2019-04-19." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod broke during use with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: it was reported that the plastic handle completely dislodged from rubber plunger. Additionally, on (B)(6) 2020 the customer provided the following additional information: what is the product batch/lot number? Unfortunately the product and packaging was not saved so we are unable to determine lot number for certain. Although 95% of the stock on the unit was from lot #9178438. There was one each of lot 9116853 and lot 9109619. There is a very good chance that the product was from lot 9178438 was the course of treatment changed? If so, provide the details. No, the course of treatment did not change. Was there medical intervention? If so, provide the details. No, medical intervention was not required.